Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the blower has intermittent operation where it powers off and on. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition: customer replaced the blower motor controller to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.